Event description:
A customer contacted beckman coulter inc. (Bec) reporting that a colorless fluid was leaking in the area around a tray in the modular chemistry (mc) reagent compartment in the unicel dxc 600i synchron access clinical system. The customer was unable to identify what kind of fluid it was and where exactly it was coming from. No injury or exposure was reported and no erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site on (B)(4) 2011 and found alkaline buffer had leaked on the floor and noted that fitting on top of damper was loose. Fse replaced the co2 membrane and this resolved the issue. (B)(4).